Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was intermittently unresponsive. Pump display turned on when plugged into a power source. Additionally, the touch screen was intermittently unresponsive. Customer¿s blood glucose was over 600mg/dl and was treated by delivering insulin via the pump and administering a manual injection. Reportedly the customer reverted to manual injections for insulin therapy.